Manufacturer narrative:
During inspection and testing, a section of the coating (equal to or greater than one square millimeter) on the insertion section was found to be peeling. The reported event (leak) was confirmed during testing. A leak was observed due to the insertion tube being pierced and the channel being perforated by accessories. In addition, there was evidence of fluid infiltration in the body control unit, angulation was out of specification due to elongation of the angle wire, the angulation control lever was hard to turn because the control section was broken, the bending section was wrinkled due to peeling of the resin, the flexible tube was crushed due to handling, a cleaning brush and forceps could not be inserted due to buckling of the channel, the universal cord was damaged due to deterioration, the adhesive on the distal end was deteriorated, the connector and control section were damaged due to handling, and there was insufficient light from the light guide lens due to a decrease in light output. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device leaked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion section was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.